Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The customer was initially called by a physician questioning results for 2 patients tested on (B)(6) 2019 that had been reported outside of the laboratory. The 2 samples were repeated on a different line and corrected reports were issued. The customer then repeated all samples that had been run on (B)(6) 2019 between 10:00 a.m. And 9:00 p.m. And found 2 other patients with discrepant results that required corrected reports. The repeat results were believed to be correct. The customer stated ise calibrations and qc did not show any issues. A 21x precision was performed with a patient sample and the results were comparable to one another. No adverse event occurred. The na electrode lot number was p01 with an expiration date of 25-dec-2019. The k electrode lot number was u47 with an expiration date of 07-oct-2019. The cl electrode lot number was c24 with an expiration date of 20-jul-2019. The field service engineer (fse) did not find a cause for the event. The fse performed a precision check, an ise check and inspected the system. All checks and operational checks passed. Instrument performance was verified. The malfunction is consistent with mis-sampling of the patient sample which is caused by poor sample quality. The specific cause of the event could not be determined.